Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone 1.0 mg/ml; 0.1497 mg/day and bupivacaine 23.0 mg/ml; 3.442 mg/day via an implantable pump. The pump was previously delivering baclofen and dilaudid (unknown concentration and dose). Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the pump was not working and the patient was having a lot of trouble with it. The patient was not getting pain relief and was aching and had weakness in legs and knees, the bottoms of their feet hurt (hurts to stand), sometimes she gets a weird tingling sensation through the entire body, diarrhea, sweating then freezing. The symptoms have not let up. The patient had nausea and was sick to her stomach, so she had the healthcare provider turn her drugs way down. When she first had the pump put in she wanted to see if it could also help with her pre-existing spasticity in her legs by having the baclofen drug put in. It did not help, so they took the baclofen out. The patient was going to have a dye study done to check the catheter to see what the problem is (if maybe there is a clog). The patient was redirected to follow up with the healthcare provider (hcp) to discuss symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The planned explant was completed on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient was having the a complete pump explant on (B)(6) 2017 per the patient's request. It was unknown as to what environmental, external, or patient factors caused or contributed to the issue. It was unknown what diagnostics or troubleshooting occurred. The issue was not resolved and the patient was noted to be "alive - no injury".

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Intervention required has been unchecked. Device code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was reported there was no issue with pump performance. The therapy was not effective for the patient. A dye study was not performed and was noted as not applicable. The patient¿s weight and medical history was unknown. The provided information has been confirmed with the physician.

Manufacturer narrative:
(B)(4) are no longer applicable to the event as they are associated with baclofen. The symptoms had resolved after baclofen. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician via saol. Medical history included parkinson's dual, movement disorder, use of a deep brain stimulation (dbs) patient programmer (model # 37642), a ptm (personal therapy manager) (model # 8835) a charging system for dbs (model # 37651) and implantations of stimloc dbs lead (model # 3389s-40; implanted on (B)(6) 2007), an extension and soletra (model #'s 7482a51, 7426; implanted on (B)(6) 2007), stimloc dbs lead (model # 3389s-40; implanted on (B)(6) 2008), an extension and soletra (model #'s 7482a51, 7426; implanted on (B)(6) 2008), soletra (model# 7426; implanted on (B)(6) 2009), activa rc (model # 37612; implanted on (B)(6) 2012). On an unspecified date, the patient started treatment with baclofen and dilaudid (hydromorphone) at unspecified doses, intrathecally, via the pump, per continuous infusion for parkinson's dual, movement disorder and non-malignant pain (an off label use for baclofen). On (B)(6) 2017, a physician reported that baclofen was associated with tingling and weakness in all extremities and the symptoms had resolved after baclofen. On an unspecified date, the patient's dilaudid was discontinued.

Manufacturer narrative:
The main component of the device system the relevant components include:product type catheter product ID: 8780, (B)(4), implanted: (B)(6)2017 explanted: (B)(6)2017 product type cathete. The catheter was returned, analysis was performed and found catheter/catheter body/damage to transition tube. If information is provided in the future, a supplemental report will be issued.